Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One full osseotite® tapered certain® implant 4 x 13mm (ifnt413) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No any pre-existing conditions noted. The reported device was located on tooth #13 and was used for approximately 1 year. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number: (2017120714) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number: (2017120714) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text: device not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant #13 was placed (B)(6) 2018 and patient came in as an emergency with pain on (B)(6) 2019 and implant was removed. Additional appointments / implant re-placement: not indicated. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.